Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. H6: proposed component code - mechanical (g04)- drill. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the hole in the central reamer has difficulty accepting the steinmann as though there isn't a hole anymore. There are no visual defects to the reamer. A gold reamer was able to be used. No pieces fell into the patient and no harm was reported. Attempts have been made and no further information has been provided.